Manufacturer narrative:
Add'l lot # y44w4f.

Event description:
During a laparscopic cholecystectomy procedure, the clip crossed and it cut the artery to the gall bladder. This caused bleeding which took a while to control, extending the surgery time. Another like device was used and it also delivered crossed clips. Opened a 3rd device of the same product code to complete the procedure. There wsa no patient consequence.